Event description:
It was reported that the pump got wet and was no longer responsive. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.